Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) was 589 mg/dl. Reportedly, the customer required assistance from contacts in administering manual insulin injection and obtaining fluids to address the bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.